Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and found traces of heparinized saline on the printer assembly. Checked the printer but it was not working. The fse replaced printer assembly and as well as the executive processor board as the board was due for replacement. All functional and operational were checks were performed with good results.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) unit's pressure line came loose and heparinized saline entered the machine from the arterial line.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) unit's pressure line came loose and heparinized saline entered the machine from the arterial line. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).